Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Additionally, the inner and outer insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo.

Event description:
It was reported that the right atrial (ra) lead had low impedance and the right ventricular (rv) lead was contributing to tricuspid regurgitation. During the lead replacement procedure, the rv lead helix would not retract. After both lead were removed, fluoroscopy demonstrated a possible tear in the superior vena cava (svc) or brachiocephalic vein with a drop in blood pressure. The radiographic evidence of the tear stayed essentially stable throughout the remainder of the procedure and there was no evidence of a pericardial fluid and no obvious svc tear by doppler. A unit of blood was administered. A new ra and left ventricular (lv) leads were placed; however, during positioning of the new ra lead, the lv lead dislodged. The lv lead was repositioned and remains in use. The rv lead was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 4068-52 lead, implanted: 1999-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.